Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that, while in use with a patient during transport, this ventilator stopped working after the rate was adjusted. Troubleshooting was performed however the ventilator would not restart. The patient was ventilated by hand for the remaining of their transport. Following this event, the ventilator was checked by a technician, however the ventilator operated as expected. No additional adverse patient effects were reported.